Event description:
Pt rolled out of bed onto floor suffering facial contusion and laceration to head after pressure guard-easy air low air mattress over inflated creating a balloon like rounded surface.